Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high short interval counts (sic) and increasing impedance values. A lead conductor fracture is suspected. The lead was capped and replaced. The implantable cardioverter defibrillator (ICD) had unsuccessful telemetry b and c. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4)